Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the camera head had the cable damaged, corrosion on the electrical contacts of the video connector, internal malfunction in the video connector and air or leak in the video connector, camera cable, and in the main imaging unit. There was no patient involvement.